Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was a svc lead alert shortly after a routine device change out. The lead was programmed off at change out; however, the svc impedance continues to vary possibly due to a loose svc pin.